Event description:
Journal reference: burgher et al. "Introduction of infection control measures to reduce infection associated with implantable pain therapy devices" pain practices, 2007, 7, 3, p. 279-84. The article describes a retrospective study involving a series of 92 patients being treated with either spinal cord stimulation (scs) or an implantable drug delivery system (idds) for symptoms related to chronic pain. The objective of the study was to evaluate the impact of add'l infection control measures taken to reduce the incidence of infection related to the device implants. Five infections involving implantable devices occurred during the study. Four infections occurred prior to implementation of add'l infection control measures. Reportable event: a patient is being treated chronic pancreatitis pain with an intrathecal drug delivery system (itdd) experienced an infection at the reservoir pocket. The infection occurred less than one month post-implant and required device replacement. Outcome information was not provided.

Manufacturer narrative:
The device was not identified by MFR and may or may not be a medtronic device.